Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Was not able to reproduce symptom. Restarted mobile view station (mvs) and image acquisition system (ias) successfully every time. The system is functioning normally. No parts were replaced on the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system motion functions were not operational. It was reported that a red 'x' was displayed for the status of the motion function on the image acquisition system (ias). The system was rebooted several times without resolution. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was continued with a c-arm, until the original imaging system began functioning again. The imaging system was then used to complete the procedure after a delay of less than one hour. The patient was not impacted.